Event description:
During cardiovascular surgery thoracic endovascular aneurysm repair, the physician prepared to insert a lumbar drain. The lumbar drain wire was found to appear split open while the wire was being removed form the catheter. The wires were frayed. The faulty drain was discarded and a new lumbar drain was placed. FDA safety report ID # (B)(4).

Event description:
This is a follow-up report for mw5108807 to update manufacturer information; integra healthcare equipment, (B)(4).